Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated multiple alarms during meal announcements and subsequently displayed alert 38 motor stall events and an alert 42 restart prompt, after which the device could not rewind or fill tubing despite restarts; the user transitioned to injections and a replacement device was provided. Symptoms included hyperglycemia up to 323 mg/dl for approximately nine hours with fatigue, and a separate hypoglycemia episode to 58 mg/dl for about forty minutes that was treated with oral carbohydrates; low and high glucose alerts were received, and no medical intervention or hospitalization occurred. Outcomes included temporary interruption of automated insulin delivery and the need for back-up therapy. Investigation included technical troubleshooting, review of alarm history, and evaluation that the event involved an insulin pump motor stall affecting the infusion and a restart malfunction. Investigation of this device revealed that consecutive motor stalls and an inability to complete rewind or fill functions were consistent with a pump motor stall malfunction within the insulin delivery mechanism, with occlusion alerts noted but resolved after acknowledgment. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to motor stall and restart failure.